Manufacturer narrative:
This report is filed may 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and irritation at the magnet site. Subsequently on (B)(6) 2016, the patient was prescribed a topical antibiotic. The implanted device remains.